Event description:
Pt underwent an anterior cervical discectomy and fusion, c4-5 with atlantis plate fixation. Pt began to complain of neck and shoulder pain. CT revealed small halo around the bone graft as well as halo around the upper screws indicating pseudoarthrosis.